Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a unknown procedure was performed by the customer and the procedure was completed by using wired footswitch. Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the problem with the wireless connection. It shows that intermittently the wireless connection between the base station and wireless footswitch is lost and the base station or footswitch remains in error mode. The cause of the wireless foot switch found to be most likely by local circumstances or a hardware defect. The defective wireless footswitch was returned to philips for analysis and confirmed there was unprompted connection between the footswitch and the base station, and it happened twice in a row and however could not reproduce after that time. The base station failure not confirmed. To resolve the issue fse replaced wireless footswitch and base station. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and replaced the base station and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
The event should not have been reported to FDA. The event occured after implementation of the correction 3003768277-06/23/2023-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may have not been operating it was able to sucessfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It has been reported to philips that the wireless footswitch was not working. The device was inside of clinical use at the time of event. There was no reported patient or user harm. Philips has started an investigation of this complaint.